Manufacturer narrative:
The device was received for investigation, and the reported problem was confirmed. A leak was identified at the lower end of the internal carotid balloon, at the junction where it attaches to the shunt body. Examination revealed a void in the adhesive securing the balloon, resulting in leakage during inflation testing. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. The failure may have occurred due to a manufacturing anomaly or potential damage during packaging or handling prior to use. A review of the lot history record found no nonconformities or anomalies during manufacturing or packaging that could have contributed to the reported event. Additionally, no other similar complaints have been reported for this lot to date.

Event description:
It was reported that the device was confirmed to be functioning normally during the pre-operative check. During the procedure, the balloon on the internal carotid artery side ruptured, resulting in leakage. The internal carotid artery was reported to be in good condition, with no calcification or abnormalities observed. The procedure was completed while managing the leak. Upon removal of the f3 shunt tube, it was confirmed that the balloon on the internal carotid artery side had ruptured. No harm or adverse effects to the patient were reported.